Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The device failed on the inspiratory valve test which indicates a leak on the component. The test result shows that the blower voltage and the current is 0. The power board, life block and the inspiratory block of this unit was replaced.

Event description:
The customer reported that the bellavista 1000 experienced blower failure. At this time, there was no information provided regarding patient involvement in this event.